Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure of the left iliac artery. Reportedly, a suture break occurred when pulling back the device to retrieve the suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided. Subsequent to the previously filed report, additional information was received: it was reported that the day after the initial procedure, the patient developed an occlusion in the right femoral artery (where the proglide device was used for closing the vascular access). A controlled ultrasound was performed and the right foot was cold. Percutaneous transluminal angioplasty (pta) was performed in which a stent was implanted. The patient was reportedly doing well. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure of the left iliac artery. Reportedly, a suture break occurred when pulling back the device to retrieve the suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.